Manufacturer narrative:
(B)(4). Evaluation summary: analysis was performed on the returned device. The reported guide break was confirmed. The reported guide break, difficulty positioning the device against the artery wall and subsequent treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement was attempted in the right common femoral artery with a proglide device using the preclose technique prior to a bilateral endovascular aneurysm repair (evar) procedure. The arteriotomy was 8f. Reportedly, there was difficulty when retracting the proglide device to position the foot against the artery wall. It was found that the device had broken where the sheath and guide came together. The device was removed as a single unit. A cut down procedure was performed and the evar procedure was completed. Hemostasis was achieved using a surgical suture. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device and established in the preclose technique. No additional information was provided.